Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on date of report due to bleeding, the sensor wire remained protruding from insertion site. Bleeding began soon after sensor insertion, and continued for approximately 15 minutes. The patient removed the sensor pod from her body without the transmitter attached, which is a practice against cgm's user's guide recommendations. At the time of her call to technical support, patient reported that she is in fine condition. She reported that her site is bruised but not painful, and no medical intervention was required.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.